Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that two patient samples tested for enzymatic hemoglobin a1c (a1c_e) on an atellica ch 930 analyzer generated error messages indicating the results were less than the measuring interval. However, results of >14.0% were transmitted to the laboratory information system (lis). Calibration and quality control (qc) were acceptable on the day of the event. On the subsequent day, the customer recalibrated. If a measuring interval flag appears on either the a1c or total hemoglobin (hb) component, no numeric a1c result can be reported. When the flag occurs, remix and rerun the sample. If it repeats, send the sample for testing by another method. However, the customer reported the initial results to the physician(s). Siemens reviewed the instrument files and observed that several error flags were sent to the lis for both the samples and confirmed that no numeric values were sent. Siemens further evaluated that event and determined that an operator error potentially contributed to the two patients a1c_e results being incorrectly reported as >14.0 %. The instrument and the atellica data management system (adm) reported correct information. The analyzer is performing according to specifications. No further evaluation is required.

Event description:
The customer reported that two patient samples tested for enzymatic hemoglobin a1c (a1c_e) on an atellica ch 930 analyzer generated error messages indicating the results were less than the measuring interval. However, results of >14.0% were transmitted to the laboratory information system (lis) and subsequently reported to the physicians, who questioned the results. Both samples were reprocessed multiple times on the original analyzer for troubleshooting purposes. All repeat results recovered less than measuring interval, yet the lis continued to display >14.0%. The expected results for these two samples were <3.8%. There are no known reports of patient intervention or adverse health consequences due to this event.